Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that the patients pocket site was bleeding. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively and the device remains implanted.